Event description:
During a nephrectomy procedure, instrument was completely riped. Patient is doing fine. Another device was used to complete the case. There was no adverse consequences to the patient.